Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix and there was a cut in the outer insulation which was most likely due to the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Testing on the outer insulation could not be performed due to the cut present upon return. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that two days post implant, this right atrial (ra) lead was no longer pacing when required. A revision was performed the next day and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.